Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that two days post implant, atrial capture thresholds increased from 0.5 v, 0.5 ms to 4 v, 0.5 ms and sensing decreased from around 3 mv to 0.1 - 0.2 mv. X-ray revealed dislodgement of the atrial lead. The lead was removed and replaced.